Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp and plunger clamp assembly in the reported problem area of the pipette assembly. The clamps and lld contact spring were replaced and the tip sleeve was cleaned. Upon further inspection, three 2-pole cables were found worn and replaced. The instrument was inspected, tested without further problem, and returned to service.